Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation, the guidewire (subject device) coating flaked off. There were no clinical consequences to the patient.

Event description:
It was reported that during preparation, the guidewire (subject device) coating flaked off. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned guidewire and it was observed that the polytetrafluoroethylene (ptfe) was peeled/scraped off on several places along its proximal section. The functional evaluation was not performed due to the nature of the complaint. However, testing confirmed that the ptfe coating acceptably adhered to the wire. The reported event was confirmed based on the product analysis. It is possible that the ptfe coating was scraped off due to insecure tightening of the torque device. However, since the torque device was not returned for analysis this could not be definitively determined. Therefore, an assignable cause undeterminable has been assigned to this complaint.